Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient collapsed while eating dinner with family. The paramedics arrived and transported the patient to the emergency room where the patient passed away. The cause of death was not known; however, the patient's family was inquiring why the device didn't provide therapy. The emergency room staff requested a boston scientific field representative check the device and provided the field representative with strips that only showed an asystolic rhythm. The device was checked by the field representative and there were events that showed both anti-tachycardia pacing (atp) and shock episodes. The device data was reviewed by boston scientific technical services (ts). Episodes started on (B)(6) at 6:41 pm and ended at 7:28 pm that same day. There were a total of 35 episodes within that time. Many episodes were non-sustained ventricular tachycardia (vt) and a few with atp and shocks. The first shock appeared to convert. However, in the other episodes only the third shock would convert. Following this, beats appeared to change to a very fine arrhythmia. Ts states there may be some issues with undersensing; however, it was difficult to discern due to the nature of the patient's rhythm. Ts was unable to review how the rhythm started because the early episodes were overwritten.